Event description:
A malfunction alarm with the code malf 12 occurred, but there was no adverse impact on the customer's blood glucose level. The technical support team provided the caller with pump reset information and assisted with resetting the pump. After the reset, the malfunction code did not recur, and the customer was advised to continue using the pump, with instructions to call back if the issue reoccurred.